Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable, ecgs a and b, and front te were severed and missing. The root cause for the missing components was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing.